Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿during the procedure the fiber decrease power¿ at 86,798 joules and 09:28 minutes of usage. The procedure was completed with a second fiber. Patient outcome: "ok" reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-430a-1874: the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap is shattered into pieces at the location of the fracture; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.